Event description:
It was reported a 6f angio-seal sts was used to seal the arteriotomy site. Difficulties were encountered during deployment as the device would not pull out to complete deployment. The pt underwent surgery local anesthesia to remove the angio-seal.